Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizzy,lightheadness,cough.there was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging dizzy,lightheadness,cough. There was no report of serious or permanent harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 02/16/2023 for further evaluation. The device was evaluated on 07/10/2023. The device was returned to the manufacturer's product investigation laboratory for investigation. As per the investigation of the device found evidence of sound abatement foam degradation/breakdown was not observed in the base unit. . As per secondary findings of the base unit observed unable to assess the symptoms described in the complaint. Found a dark red contaminant on the top enclosure and the flip door, also found a grey contaminant on the front panel. Evidence of water ingress in the blower box, also confirm the presence of a dark grey contaminant at the blower seal of the blower box that appears consistent with potential keratin observed the device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes found no evidence of sound abatement foam degradation and breakdown. In this report, section d8, d9, g3, h2, h3 and h6 has been updated or corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report. Section h9 was corrected by capturing the if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number which was incorrect in initial report.